Manufacturer narrative:
(B)(4).

Event description:
A patient was undergoing a dialysis treatment which included a polyflux 140 h dialyzer. An external fluid leakage due to a crack in the cap of the filter (venous connector) was observed by the operator 40 minutes into treatment. The therapy was stopped and the filter was changed and as reported the therapy was restarted regularly. There was no report of patient injury or medical intervention associated with this event. No additional information is available.